Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the cap of one unit of polyflux 14l before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. The visual inspection of the provided photo showed black streaks in the header area. The visual inspection by naked eye of the product showed the product wet. In the header area on the code side, black streaks were visible around the header cap and there was no contact with the fluid pathway. The reported condition was verified. The cause was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/22/2021.